Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Concomitant product: d274drg implantable cardioverter defibrillator, (B)(6) 2010, 556845 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that since a patient fall, the right ventricular (rv) lead had a sudden increase in pacing impedance from about 600 ohms to 1182 ohms. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.